Event description:
It was reported that this inflatable penile prosthesis would not inflate properly. The placement of cylinders was proximal and incorrect. The device was explanted and replaced. No patient complications were reported.